Event description:
Hcp reported the patient was having symptoms of drug underinfusion. The pump was explanted and retunred to the manufacturer for analysis. A follow up report will be sent when additional information is received.